Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review, it was determined the narrative in the initial report inadvertently documented that surgical intervention would be taken at a later date to address the issue; however, surgical intervention had already taken place. Also, additional information received identified the issues resolved with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experiences a shocking sensation at her ipg site with stimulation when she presses or is in any position that puts pressure on her scs ipg. It was also reported, the patient experiences tenderness at the site without stimulation. Diagnostics revealed low impedance values. An sjm representative was unable to resolve the issues with reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.